Event description:
Customer reported the vertical lift column would not move up or down during a case. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the vertical lift assembly. System operates as intended.